Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after the customer left the original charging supplies plugged into a working outlet for at least 30 consecutive minutes, resolving the issue without requiring further assistance.